Event description:
A product experience report was received stating that this lead was attempted only on (B)(6) 2018 due to placement difficulty. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).